Event description:
A customer contacted beckman coulter inc., (bec) to report obtaining erratic thyroid-stimulating hormone (tsh), and t-uptake results from unicel dxi 800 access immunoassay system for one patient's sample. Subsequent testing produced additional erratic results outside of the assays' stated precision claims of less or equal 7% for tsh and <10% for t-uptake. The results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient's sample was collected in a glass bd lithium heparin plasma tube with a gel separator. The customer centrifuges samples for three (3) minutes at 3,000 rpm. Per customer supplied qc charts, all there levels of tsh and t-uptake qc have been performing within the customer's established ranges for the past 30 days. Per customer supplied documentation, routine system checks were performed on (B)(4) 2011 and (B)(4) 2011; both passed within instrument specifications. The customer performed a four replicate precision test for both tsh and t-uptake using four random patient samples; the results obtained passed within the assays' precision claims. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. Although sample issues such as pre-analytical factors may have been contributed to this event, a definitive root cause has not been determined to date.